Event description:
It was reported to medtronic minimed that the customer experienced time clock anomaly and pump was not communicating with carelink and can't access the daily reports. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1885 was requested and it was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump received with blank flashing white display. Unable to verify time/clock anomaly or perform the displacement test, sleep current test, active current test and self-test due to blank flashing white display. Pump was cut open to perform visual inspection and found cracked lcd controller (pcba 1), cracked lcd glass and bleeding on lcd glass. Test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked and bleeding on lcd glass. Blank flashing white display due to cracked lcd controller (pcba 1), cracked lcd glass and bleeding on lcd glass. Time/clock anomaly was unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.